Event description:
Dealer reported to sunrise medical that the left side base frame broke where the caster and fork assembly mount inside the caster frame housing. Dealer stated that the end user's family doesn't know how the base frame broke apart. No fall or injuries were reported to sunrise medical by the dealer.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.